Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced a malfunctioning pinch valve assembly. Review of the instrument log by the fse show that there were several carryover failures for the same date and three additional failures on 19-june-2020. The customer claims they were unaware of the other carryover failures prior to the one which triggered the call to the fse. Prior to the fse visit failed carryover runs were followed by passing carryover runs. There is no evidence that the customer took any action to resolve the issue before the passing runs. The sample controls (immunotrol) passed with no issues or flags even when carryover failed. Bec internal identifier - case (B)(4).

Event description:
The customer reported carryover failure on their aquios cl flow cytometry system when running the cd4-plg system. It is unknown if erroneous patient results were generated; confirmation was requested from the customer but not provided. There is no report of change or effect to patient treatment in connection to the event.